Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
On (B)(6) 2017, the field service representative had visited the customer for unspecified ion-selective electrode (ise) issues with this analyzer. On (B)(6) 2017, the customer then obtained questionable high sodium results for two patient samples using the ise indirect na, k, cl for gen.2 assay on the cobas 6000 c (501) module (c501). All results are in units of mmol/l. All initial results were released outside the laboratory. No data flags or alarms occurred. Patient a: the initial result was 170; repeat result on another c501 analyzer was 136. Patient b: the initial result was 150; repeat result on another c501 analyzer was 135. No adverse event occurred. The sodium electrode lot number and expiration date were not provided. The field service representative removed, cleaned, and replaced the ise assembly block as a precautionary measure. He replaced the sipper probe, sample probe, sipper tubing, pinch valve tubing, sodium and potassium electrodes, and rinse mechanism tubing. He adjusted fluid levels and checked the gear and main pump water pressures which were good. He performed two ise checks which passed. He performed successful calibration. Quality controls failed for urine sodium but passed for all other ise. He completed a 25-point precision check; sodium and chloride passed but potassium failed. He inspected the rinse mechanism and found the rinse levels were higher than normal. He adjusted the rinse squeegees and replaced the reaction cells. He ran successful calibration and quality controls. He performed precision testing which passed. Investigation activities are ongoing.

Manufacturer narrative:
Since only sodium was elevated and both potassium and chloride results were consistent, there must have been sodium contamination. The root cause was related to the rinse levels being higher than normal and was solved by adjustment of the rinse squeegees.